Event description:
Information received indicates while testing the bed, the technician found the bed has a poor ground resistance reading.

Manufacturer narrative:
The technician replaced the power cord which brought the ground resistance to .08 ohms to repair the bed.